Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as an unspecified touch contamination and the peritonitis was further described as a ¿re-occurring multi-organism bacterial peritonitis¿ (not further specified). One day after onset, the patient was hospitalized for the event. On an unreported date the patient began treatment for the peritonitis with an unknown antibiotic (dose, route, and frequency not reported). On an unknown date in the following month, the patient was discharged from the hospital. The patient was home for a couple of days, and on an unknown date, within the same month, the patient was re-admitted to the hospital for the same peritonitis event. The patient was never recovered from the peritonitis prior to being re-admitted to the hospital. Two months after onset, dianeal therapy was discontinued due to the event and on an unknown date during hospitalization, the patient¿s pd catheter was removed. Ninety six days after the onset of the peritonitis, the patient was discharged from the hospital to a long term care facility. On an unknown date the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.